Manufacturer narrative:
Complete information patient information, patient identifier = sid: (B)(6) an evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided by the customer.

Event description:
The customer reported falsely elevated architect troponin results on one patient who has presented in the past with elevated troponin results. The results provided were on serial number: (B)(4), sid: (B)(6) on (B)(6) 2019 @ 11:08 = 6.55ng/ml (normal range 0-0.1ng/ml) at (B)(6). The sample was sent to (B)(6) where the results generated with their siemens method on (B)(6) 2019 @17:04 = 0.015ng/ml / repeated (B)(6) 2019 @ 01:35 = 0.015ng/ml. There was no reported impact to patient management.

Manufacturer narrative:
A review of tickets was performed for reagent lot number 69444un19. The search identified an increase in complaint activity for falsely elevated results, but no trends were identified. Return testing was not completed as returns were not available. Historical performance of reagent lot 69444un19 was evaluated using world wide data from abbottlink. The patient medians and cal f rlu median were analyzed and compared to an established limit. This evaluation indicated that the patient medians are within the established limits, however, the cal f rlu median was not within the established limits. Accuracy testing was performed with a retained kit of lot 69444un19 and all testing was acceptable. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect troponin reagent, lot 69444un19.